Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed, "travel coarser error-check clutch/plunger lever." Functional testing confirmed the customer reported issue. The issue was fixed by replacing the clutch set and the motor, which appear to be weak. Pump was recalibrated and passed all performance verification tests.

Event description:
It was reported that the pump says travel coarse error. There was no patient involvement.